Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A direct correlation between the device and the report of possible thrombus and patient outcome could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR# 2916596-2015-00153. The pump exchange on (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-01667. The referenced pump exchange on (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-02215. (B)(4). Approximate age of device: 28 days. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. The patient had received a pump exchange due to thrombosis on (B)(6) 2016, and then a second pump exchange due to thrombosis on (B)(6) 2016. The patient had also experienced recurrent gastrointestinal bleeding that continued during hospitalization for the device exchange on (B)(6) 2016. The device exchange was complicated by a groin hematoma associated with cardiopulmonary bypass cannulation. The hematoma and continued gi bleeding required blood transfusions for treatment. The groin hematoma also required surgical treatment. Despite the device exchange, the patient continued to experience and be treated for heart failure symptoms. The patient¿s respiratory status declined, and echocardiogram was concerning for device thrombus. The patient was also diagnosed with clostridium difficile and a urinary tract infection that were not device related. The patient did not respond to diuresis, and entered cardiogenic shock with renal and liver failure. The patient expired on (B)(6) 2016.